Manufacturer narrative:
Event date is an estimate. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3183, UDI: (B)(4) , batch: 3730764.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced with a smaller ipg. During ipg replacement it was found that the lead was showing signs of damage. As result the lead was explanted and replaced as well. The investigation did not determine which lead was damaged.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.